Event description:
It was reported that the ilet user contacted support to confirm remaining insulin and to perform a supply change, during which the user deployed the infusion set incorrectly and was subsequently guided through a site-only change and reconnection without any device alarms. No reported symptoms or adverse clinical effects. Outcomes included successful education and troubleshooting with restoration of intended use. Investigation included guided verification of insulin on board, confirmation of disconnection prior to the procedure, and step-by-step education for proper infusion set handling and site-only replacement. Investigation of this case revealed user handling error related to infusion set deployment and connection, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error corrected through education.